Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. Dried blood was present in the shaft. Visual and tactile inspection of the shaft revealed a separation located approximately 24.7cm from the distal end. The distal shaft was wrapped into a knot located approximately 4.8cm from the tip. The fracture surfaces are consistent with a fracture due to tensile overload. Examination of the material surrounding the separation and damage did not reveal any evidence of material or manufacturing deficiencies that would have contributed to the incident. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, a balloon catheter became entrapped on a guide wire resulting in a shaft break. The physician was treating a lesion in the severely calcified proximal left anterior descending (lad) artery. This 2.00x12mm apex balloon catheter was used to pre-dilate the lesion. Another manufacturers' guide wire was then advanced down to the lesion and another manufacturers' 3.00x28mm stent was implanted. The guide catheter and stent delivery system were removed after implantation, however, they were unable to remove the guide wire. This 2.00x12mm apex balloon catheter was then advanced over the guide wire in an attempt to free up the guide wire. The balloon catheter became stuck on the guide wire, and as a result were unable to advance. In an effort to pull back the apex balloon catheter, the shaft broke. A neuro-interventional radiologist was called in to snare the shaft of the balloon catheter with the balloon tip attached. The wire was also successfully removed at this point. There were no further reported patient complications. The patient is in "stable, good" condition.

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, a balloon catheter became entrapped on a guide wire resulting in a shaft break. The physician was treating a lesion in the severely calcified proximal left anterior descending (lad) artery. This 2.00x12mm apex balloon catheter was used to pre-dilate the lesion. Another manufacturer's guide wire was then advanced down to the lesion and another manufacturer's 3.00x28mm stent was implanted. The guide catheter and stent delivery system were removed after implantation, however, they were unable to remove the guide wire. This 2.00x12mm apex balloon catheter was then advanced over the guide wire in an attempt to free up the guide wire. The balloon catheter became stuck on the guide wire, and as a result were unable to advance. In an effort to pull back the apex balloon catheter, the shaft broke. A neuro-interventional radiologist was called in to snare the shaft of the balloon catheter with the balloon tip attached. The wire was also successfully removed at this point. There were no further reported pt complications. The pt is in "stable, good" condition.